Manufacturer narrative:
A visual, functional, and dimensional analysis was performed on the returned device. The failure to cycle and material separation of the foot were confirmed. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the device was placed without femoral imaging performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the violation of the IFU contributed to the reported difficulties. Based on the reported information and the observations from the returned analysis, the investigation was unable to determine the cause of the reported issue. In this case, it is possible the foot captured tissue during closure leading to the difficulty to remove and likely, the posterior foot separation. The failure to cycle was caused by a posterior needle to cuff miss. It is possible the posterior needle tip became caught under the foot when it was closed inducing the difficult to remove and the foot and posterior tip separations occurred when the device was twisted to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: failure to follow steps.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional leadless pacemaker procedure. Reportedly, the first prostyle device resulted in a cuff miss with no suture present upon plunger removal. A second prostyle device was then attempted, again a cuff miss occurred, the foot was retracted and resistance was encountered when removing the device out of the anatomy, requiring twisting to remove the device. A third prostyle was then used, which again resulted in a cuff miss. The pre-close was abandoned. The sheath was upsized to an 8f sheath, and the leadless pacemaker procedure was completed. Hemostasis was achieved with a figure of eight suture. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: lot number updated from 5102341 to 5091843 e3: occupation updated from ni to physician

Event description:
Returned device analysis found a separated posterior needle tip and separated posterior foot. The posterior needle tip and posterior foot were not returned. The location of the detached posterior needle tip and posterior foot is unknown. Additional information was received suggesting the separation occurred in the body. The separated foot could not be located and is concluded to be in the patient. No additional information was provided.